Event description:
Pt reported that the unit would not work unless he was squeezing it, and that it was shocking him.

Manufacturer narrative:
Conclusion: could not duplicate the problem the pt stated, it may be the pt was having a problem with their electrodes or electrode wires, but neither one was returned with the unit for eval. Corrective action: none required, the unit functioned normally.